Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "priming an IV set with ns (normal saline) to remove all air prior to attaching the IV tube to the patient when a leak was noted. The IV set was not used on patient." It was reported that the leak occurred at the top of the silicone tubing, near the upper fitment.

Manufacturer narrative:
The customer's report of a leak was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a tear in the silicone segment directly below the upper fitment component. The tear was measured as approximately 0.03 inches in length. No other damage or issue was observed. Although damage was observed, the set was reprimed. Close inspection observed fluid leaking from the tear. No leak or issue was observed from anywhere else. The device history record search for model 2420-0007 lot 20023351 shows the set was manufactured on 22feb2020 with a total of (B)(4). There were no quality notifications issued during the production build of this set. The root cause of the silicone segment damage was unable to be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "priming an IV set with ns (normal saline) to remove all air prior to attaching the IV tube to the patient when a leak was noted. The IV set was not used on patient." It was reported that the leak occurred at the top of the silicone tubing, near the upper fitment.